Manufacturer narrative:
The device was returned and received by aci. Visual inspection of the returned device showed that the sealant was protruding out of the slit on the outer shuttle cartridge tubing. The procedural sheath was pulled back, abutting the green shuttle hub. The shuttle cartridge was engaged to the black handle. The condition of the returned device is consistent with a device deployment jam, which may be cause by sealant prematurely swelling up. The shuttle cartridge and the procedural sheath were inspected for anomalies that may have obstructed the device path during the shuttling down procedure; no anomalies were observed. The review of the lot history record (f1523104) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event could have been caused by the sealant prematurely swelling up, increasing the profile, and potentially preventing the device from being shuttled down through the sheath. However, the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. MFR report #: 3004939290-2016-00114 initial medwatch report was originally submitted on 04/22/2016; however, acknowledgements number 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that the mynxgrip device would not shuttle down through the sheath. The device was being used with a 6f procedural sheath for arterial closure following a neuro intervention. Manual compression was performed for 30 minutes or less to achieve hemostasis. It is unknown if there were any visible kinks in the sheath after removal. It is unknown if there were prior catheterization or scar tissue on the puncture site. The patient's outcome was described as fine and hospitalization was not prolonged as a result of the event. No further information is available.